Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that consistent atrial capture could not be confirmed on the right atrial (ra) lead following a lead revision.  The lead remains in use. No patient complications have been reported as a result of this event.